Event description:
A patient with a stable presentation was treated for presumed hypertension based on a severely elevated non-invasive blood pressure (nibp) reading from the lifepak 35 monitor. The paramedic was unable to obtain an auscultated blood pressure and relied on the lp35 with no reason to suspect it was providing false data. Nitroglycerin was administered based on this false data and our guidelines for treatment of hypertensive crisis. The patient's blood pressure dropped significantly, and they became profoundly pale, hypotensive and syncopal. This intervention, based on the lp35 monitor, converted a routine transport into an avoidable emergency.